Event description:
The customer reported that the system intermittently would not boot up unless the interconnect cable was wiggled. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.